Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The pain and subsequent revision reported may be the result of the aseptic glenoid loosening, prosthesis wear, and infection as reported. However, the failures cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-30-10 - equinoxe preserve stem 10mm: (B)(6) 314-13-13 - equinoxe cage glenoid medium, beta: (B)(6) 300-50-45 - 4.5mm short rep plate: (B)(6) 310-01-47 - eq humeral head short, 47mm (beta): (B)(6) 315-35-00 - glnd kwire: (B)(6) 300-20-02 - eq sq torque define screw drive kit: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from aseptic glenoid loosening, prosthesis wear, and infection as reported. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 5 year(s) and 20 day(s) post-operatively of initial implantation of a right tsa, it was reported via clinical trial study that the patient presented with polyethylene wear (with or without osteolysis). X-rays and monitoring showed and lead to the patient seeking a standard total with preserve stem revision 10 months later, in which the stem and glenoid were replaced. During the surgery, it was reported deep infection with aseptic glenoid loosening. The outcome of this event is now considered resolved, and the case report form indicates that this event is definitely related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.